Event description:
A pharmacist reported that a haptic broke during an intraocular lens (iol) implant surgery when the iol was placed in sulcus. The iol was cut and removed through an enlarged incision and slight increase of a zonular exclusion (de-insertion). Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).